Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds, low impedance and intermittent capture was noted on the right ventricular (rv) lead. Two breaches in the outer insulation of the lead was also noted. The lead was removed and replaced. No patient complications have been reported as a result of this event.